Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 321 mg/dl and a corrective bolus was delivered to address the bg level. The cause of the high bg was not known and was thought to possibly be related to the insulin going bad due to the heat. As the bg was currently at 150 mg/dl, tandem technical support advised the customer to discuss the high bg event with a healthcare provider.